Event description:
A technologist was reparing an miv mammography system for a biopsy view. They depressed the footswitch to move the c-arm to a 180-degree angle. The footswitch was located directly below the c-arm. Their foot became trapped in-between the c-arm and footswitch. Another technologist activated the miv emergency stop switch. The miv system shut down. The technologist required assistance from the other technologist in removing their foot. No pt was in the room at the time of the incident. The technologist was seen in the emergency room, where x-rays showed that no bones were broke. However, the technologist did have contusions on their foot. They were advised to put ince on their foot, keep it elevated and stay off of it as much as possible. The technologist returned to work the following day.